Event description:
At the time of bed service the arjo service technician found that the side rail detached from the enterprise 9000 bed frame. There was no allegation of any patient involvement. No injury was claimed.

Manufacturer narrative:
Process of analyzing information is ongoing. Additional information will be provided upon conclusion of the investigation.

Manufacturer narrative:
Following the information gathered, the customer called arjo to repair the citadel plus bed. At the time of the bed inspection, the arjo service technician found that the side rail detached from the enterprise 9000 bed frame. There was no allegation of any patient involvement. No injury was claimed. The review of post-market surveillance data and information gathered during the course of the investigation revealed that the main factor which could lead to the side rail detachment might be related to an excessive force applied to the side rail. This is in line with the bed frame condition, the side rail panel was detached from the side rail mechanism. The side rail screws holding the panel were not in place and the upper arm pivot was bent. The circumstances of the malfunction occurrence are unknown, nevertheless the external excessive force must first compromise the integrity of the safety side prior to detachment. To sum up, the arjo device failed to meet its manufacturer¿s specifications since the side rail was damaged. There was no indication of patient involvement when the incident occurred. The complaint was assessed as reportable due to the side rail detachment from the side rail mechanism. No injury was claimed.